Event description:
An analysis was performed on the returned handheld. No software anomalies were identified during the analysis. During the analysis it was identified that the touchscreen display was defective. The cause for the display anomaly is associated with a resistance value being higher than expected in the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pin 1 caused the display to be unresponsive. Once the display was replaced with a known good display, no further anomalies were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's handheld computer was getting stuck in a loop for the screen alignment. The physician had allowed the battery to deplete and was performing a reset and it got stuck at the screen alignment. Troubleshooting was performed by a manufacturer representative, but the problem persisted. The physician's handheld was replaced. Handheld and software returned to the manufacturer, but analysis is pending.

Manufacturer narrative:
.